Manufacturer narrative:
(B)(4). D10: cat: 192113, lot: 696900, echo por fmrl lat nc 13x145mm. Cat: 110010246, lot: 65915639, g7 osseoti 4 hole shell 56mm f. H6: proposed component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one and a half years post-implantation, the patient underwent a hip revision due to infection, pain, inflammation, and head and trunnion disassociation demonstrated on x-rays. During the revision the head was confirmed fractured, there was significant scar tissue, and necrotic tissue was debrided from the cup. All components revised and a cement spacer implanted. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. Visual examination of the provided pictures identified the broken ceramic head, covered in bio-debris. No further evaluation can be made. Pictures of the other devices were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided. Review of the available records identified the following: radiographs demonstrated head/trunnion dissociation with concern for femoral head fracture. Previous approach utilized, significant scarring noted in the fascial layer to deep tissues. Cultures obtained, necrotic tissue debrided from the cup. The fractured ceramic femoral head was removed with minimal noted ceramic comminution. X-rays assessed, not sent to mmi at this time given the detail provided in the revision op notes. A definitive root cause cannot be determined for the head fracture and disassociation from the stem. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. Therefore, it is unlikely that the specified device caused any patient infection. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.